Event description:
Pt required revision due to corrosion and fretting between the modular neck and the stem (abgii modular), which lead to pain and raised cobalt chromium levels. Original surgery was performed by dr (B)(6) in 2007.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #9616680-2012-00746.